Manufacturer narrative:
(B)(4). One flexibility ablation catheter was returned for evaluation. The results of the investigation concluded that the catheter passed all functional testing. The device met specifications prior to release from sjm manufacturing facilities as supported by the device history record. The cause of the reported cardiac perforation may have been procedure related. Per the IFU, vascular perforation is a known inherent risk of any electrode placement.

Event description:
During a pulmonary vein isolation procedure, a cardiac perforation occurred. After ablation was performed near the right inferior pulmonary vein, the catheter and introducer fell back into the right atrium and an attempt was made to advance the catheter into the left atrium without another transseptal puncture. After several attempts, it appeared the catheter was in the left atrium; however, fluoroscopy and mapping indicated the catheter was outside of the geometry. Angiography was performed in the left atrium, revealing the catheter was in the pericardium and a pericardial effusion was present. The patient remained stable, the case was completed, and the patient was transferred to the inpatient ward for monitoring. There were no performance issues with any sjm device.